Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and artemis logs were able to confirm errors 48221 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors pinged related to the original complaint were found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the fse verifying system after ec replacement. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller informed technical support engineer (tse) an issue with endoscopes not being recognized. Caller had tried two 30 degree endoscopes and had failed calibration errors. Tse advised a hard restart and trying a third endoscope. Caller did both and issue remained. Tse had site check pins inside endoscope controller (ec) and they looked normal. The procedure was aborted with no patient involvement.